Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A doctor reported upon implanting an intraocular lens (iol), a mark that resembled an eyelash in the lens was noted. The doctor injected viscoelastic and aspirated, however the mark remained. The lens was removed and replaced with a backup lens. The patient presented with a 'giant' corneal edema and low visual acuity. Additional information was requested.

Manufacturer narrative:
A company physician evaluated the two dark provided photos. The first photo shows a partial view of a lens with what appears to be a line crease or crack-like line in the center of the lens. Inferiorly an unknown whitish material is observed. The second photo is of bad quality , where a slight shadow of the crease like line on the lens may be observed, as well as the whitish material apparently behind the lens. (B)(4).